Event description:
It was reported that while in the cath lab the md inserted the sheath via the femoral artery. The intra-aortic balloon (iab) was prepped per instruction and handed to the md to insert. Md could not advance the iab through the sheath, as iab was stuck at the tip of the sheath and would not advance. As a result, the iab and the sheath were removed. A new catheter was not inserted per the md. Iab therapy was not necessary. There were no reported patient complications.

Manufacturer narrative:
Sample will not be returned for evaluation. Follow-up report will be filed if additional information becomes available.